Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap exhibited a radial fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited mild burnt on detritus; the glass cap exhibited mild devitrification at the output window; the outer flow tubing exhibited scratch marks at the open end. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that after connecting the surgical fiber for use during a prostate procedure, the fiber would not fire. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "okay" - there was not injury reported. Gland volume: 116 ml. Time expended: 28:21 minutes. Joules used: 237,499.